Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and increased mitral regurgitation (mr). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to 1. On (B)(6) 2019 the patient returned with the mr increased to 4. It was noted one of the clips had detached from the posterior leaflet and remained attached to the anterior leaflet (slda). No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: lot number updated from 801016u1745 to 81016u175. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the definitive cause for the reported single leaflet device attachment (slda) could not be determined. Additionally, the reported mitral regurgitation appears to be the cascading effect of the reported slda. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedure. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.